Event description:
It was reported that an asymptomatic patient presented to clinic for post paced t-wave oversensing noted on an egm. The device was reprogrammed and remains implanted.

Manufacturer narrative:
No medwatch form was received.